Manufacturer narrative:
Concomitant medical products: electrosurgical generator - unknown make and model. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use includes the following to ensure proper use of the device: "fully retract and extend snare to confirm smooth operation of device. Note: if using an acusnare, slide adjustable marker, located in handle, to establish a reference point indicating full retraction of snare into sheath and to set up reference points for establishing thickness of tissue being excised . . . Advance device, in small increments, until endoscopically viewed exiting endoscope. Advance snare wire out of sheath and position it around polyp to be removed. Warning: when applying current, tissue must be isolated from surrounding mucosa. Failure to isolate may cause fulguration of normal mucosa and/or perforation. Contact of snare wire with endoscope during electrosurgery may cause grounding, which could result in injury to patient and/or operator as well as damage to endoscope and/or snare wire." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used six (6) cook acusnare polypectomy snares. "The snare opens the first time. [The snare] then gets around the tissue and closes, but won't close completely into the sheath. Each time, the physician has to open up a new device to complete the intended procedure." Additional information was received on 01/10/2018 from the cook district manager: the snare retracted fine, until the very end, when the tip would not close into the snare sheath. The doctor just pulled the snare off at the end of the procedure, when he could not close the snare completely into the sheath (see related MDR 1037905-2018-00035). I received a second report last night which I reported today, about another occurrence (subject of this report, see related MDR 1037905-2018-00037), at the same institution. It appears to be the same basic problem of the snare not completely retracting in the sheath. It appears that the snare wire bent too much to fit back into the sheath. Additional information was received on 01/15/2018 from the cook district manager: I spoke with the physician today. He said he used six (6) snares on one (1) patient (subject of this report) and two (2) snares on another (see related MDR 1037905-2018-00037), a total of eight (8). He said all the snares had the same issue, opened once in the patient and [then] closed around a colon polyp and would not close completely. The snare seemed bent after that and could not be used anymore.